Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. Treatment for this event was injection fortum (1 gram, route, frequency and duration not reported), injection amikacin (100 mg, route, frequency and duration not reported), injection heparin (1000 iu/bag, route, frequency and duration not reported) and injection vancomycin (2 grams every five days, route and duration not reported). Action taken with therapy was not reported. The patient was discharged from the hospital one day after being admitted. The patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.